Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 21st september, 2017 getinge became aware of an issue with one of surgical lights- prismalix. As it was stated monitor handle has fell off. There was no injury reported however we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure might cause contamination.

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. Getinge became aware of an issue with one of devices - (B)(4) support ecran plat simple xs. As it was stated monitor handle had fallen off. There was no injury reported however we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred the flat screen holder did not meet its specification due to detachment of handle and it contributed to the event. There is no information if the device was being used for the patient treatment or diagnosis when the issue occurred. The detachment between aluminum cylinder and the handle support is probably due to mechanical shock, collision or excessive efforts. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).